Manufacturer narrative:
Age at time of event: (B)(6). Device analyzed by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while preparing the patient for transportation to the operating room for an aortic aneurysm repair procedure, a balloon rupture occurred. The aorta diameter was 28mm. The physician advanced the equalizer balloon catheter to the intended location and inflated it two times to less than 10 atms, however, the balloon ruptured. The balloon was removed fully intact and another of the same device was used to complete the procedure. No patient complications were noted and the patient¿s status was reported as 'ok'.